Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. In this case, the reported difficulty advancing was likely due to interaction with the sheath. It is likely that the sheath was bent or collapsed due to anatomical conditions causing resistance during advancement and stretched tip coils during removal. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 - medical device problem code 1069 was removed and code 1601 was added.

Event description:
It was reported that the procedure was performed to treat a stenosed lesion in the internal carotid artery. A emboshield nav6 was advanced into the anatomy; however resistance with the sheath was noted and distal tip of the barewire was noted to become unraveled. The device was removed without issue. The physician confirmed, under fluoroscopy, that no components were separated and left tin the anatomy. The procedure was completed using another emboshield nav 6. There were no adverse patient effects and no clinically significant delay. Subsequent to the initially filed report, additional information was provided. It was noted the barewire tip coils were stretched however, the core remained intact, the guide wire did not separate. No additional information was provided.

Event description:
It was reported that the procedure was performed to treat a stenosed lesion in the internal carotid artery. A emboshield nav6 was advanced into the anatomy; however, resistance with the sheath was noted and distal tip of the barewire was noted to become unraveled. The device was removed without issue. The physician confirmed, under fluoroscopy, that no components were separated and left in the anatomy. The procedure was completed using another emboshield nav 6. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.